Event description:
Additional information received reported the implantable neurostimulator (ins) had normal battery depletion. The device was used with/in the patient. The patient had a normal ins replacement on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3887-28, lot # j0012830v, implanted: (B)(6) 2001, product type lead; product ID 3487a-45, lot # j0216881v, implanted: (B)(6) 2002, product type lead; product ID 3487a-45, lot # j0211735v, implanted: (B)(6) 2002, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (sn (B)(4)) found that the battery was at normal end of life/elective replacement indicator (eri) or end of service (eos) for the rechargeable implantable neurostimulator. According to the trace report obtained from the implantable neurostimulator (ins), the total recharge count was 425. The last recorded recharge session done while the device was implanted occurred on (B)(6) 2015. The battery was recharged for 1hour 37minutes and the battery charged from 3.840v to 3.925v. The minimum voltage recorded was 3.780v.

Event description:
It was reported that the patient was concerned as her programmer showed her stimulator still full. She had charged it 2 weeks ago and had been using it since then, so she felt her stimulator should be down some. She charged every other week. She hadn¿t changed programs or settings. The patient had been watching it for the last month or 2. When the patient interrogated the stimulator, the early replacement indicator (eri) was displayed. The patient was able to bypass this and get to the charge status screen which showed it was ¾ full and charging on the last ¼. The device seemed to be working as designed. The patient had met with a company representative on (B)(6) 2014. An impedance check was done and the patient stated she was told the device would have to be replaced by (B)(6) 2015. The patient was also told something was ¿slightly wrong with it.¿ additional information regarding this event and its outcome was requested, if received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.